Event description:
The hosp staff used the device to administer a synchronized shock to a pt diagnosed with atrial fibrillation. Following the shock, the pt converted to ventricular fibrillation and an asynchronous shock was subsequently administered. The pt was converted to a normal sinus rhythm and was discharged later in the day. The operator reported the defibrillator inappropriately delivered the synchronized shock on the 't' wave and subsequently put the pt into ventricular fibrillation.